Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the biopsy channel. A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the additional evaluation findings were as follows: there was leaking was from the biopsy channel, it was recommended that the labels be changed, there were multiple deep dents on the plug unit, and one white dot, a cut on switch #1, during borescope check, a scrape and tear marks were found in the forceps passage channel, the plastic distal end cover had deep dents, the light guide lens had cracked/chipped old glue, there was minor shakiness and dents were noted in the insertion tube, and the scope connector plug unit showed deep dents, scratches, and peeling. The investigation is ongoing, with follow-up being conducted at the user facility. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the image appears on monitor but is noisy while using the evis exera iii colonovideoscope and there is a glitch in the picture when plugged into the light source (clv-190). The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, it was found that the nozzle was clogged due to foreign material and the air water supply was slow as a result of the foreign material. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.